Manufacturer narrative:
G4: 10apr2020 b4: (B)(6)2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02apr2020.

Event description:
The customer reported flow sensor malfunction. There was no patient involvement.

Manufacturer narrative:
G4: 16sep2020. B4: 18sep2020. The (gas delivery system) gds (assy, manifold, gds) was returned to failure investigation (fi) for evaluation. Unit received without (data acquisition) daq board and o2 valve. Visual inspection revealed no anomalies. The gds was installed into the test unit the failing component has been identified as the u1/u2 of air flow sensor. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.